Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01446. Concomitant medical products: bmet regenx pri tib tray 79mm item# 141275 lot# 158670, series a pat std 37 3 peg item# 184768 lot# 359540, vanguard cr por fmrl-lt 75 item# 183074 lot# 556910, e1 vngd as tib brg 10x79 item# ep-189100 lot# 708490. Reported event was unable to be confirmed due to limited information from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately five years post-implantation due to loosening of the tibial implant. There is no additional information at this time.